Event description:
As reported, the white tube tip of a 6/7f mynx control vascular closure device (vcd) was damaged and did not enter the unknown sheath. The user tried to use mynx control normally to stop bleeding, but it failed. There was no reported patient injury. The procedure was a percutaneous coronary intervention (pci). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: product evaluation reveals that the sealant of a 6/7f mynx control remained in the manufacturing position swelled by the blood saturation, however by definition, the sealant was found prematurely exposed.

Manufacturer narrative:
Complaint conclusion: as reported, the white tube tip of a 6f/7f mynx control vascular closure device (vcd) was damaged and did not enter the unknown sheath. The user tried to use the mynx control normally to stop the bleeding, but it failed. There was no reported patient injury. The procedure was a percutaneous coronary intervention (pci). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f(ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected. It was observed that buttons 1 and 2 were not depressed. The stopcock was set in the open position. The sealant remained in the manufactured position, swelled by the blood saturation. However, by definition, the sealant was found prematurely exposed. There were no damages in the atraumatic wire observed. In addition, the sealant sleeve was found severely damaged. The procedural sheath was not returned for analysis. The device was blood saturated. No other outstanding details were noted. Per functional analysis, a simulated insertion/withdrawal test was performed with a previously flushed lab sample catheter sheath introducer (csi) as is indicated in the instructions for use (IFU). However, it was not possible to perform due to the damaged sealant sleeve. Per microscopic analysis, the sealant sleeves were inspected under a vision system to obtain a magnified image, and a kinked condition was found with the outer sleeve. In addition, a prematurely exposed sealant was observed. The product history record (phr) review of lot f2231503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant sleeves (cartridge assembly)-damaged¿ and ¿mynx control system-impeded¿ were confirmed through analysis of the returned device since the sleeves were kinked and the device could not be inserted into the lab sample csi. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the kinked condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the product analysis suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.